Manufacturer narrative:
No samples or products were returned. Capture-r ready-screen 3 lot number e407 had expired prior to immucor receiving this complaint for investigation and no relevant retention testing was performed while this lot was in date. The DHR for capture-r ready-screen 3 lot number e407 shows that the cw antigen was confirmed as present on cell 1 at final release testing performed by quality control using final plate product. DHR quality found all specifications to be acceptable and released this lot to market. Product performed as expected prior to release. There are no other complaints of unexpected negative reactivity associated with capture-r ready-screen 3 lot number e407. The immucor internal record reference for this event is pr# (B)(4).

Event description:
On january 8, 2021 a customer in (B)(6) reported an unexpected negative screen result with capture-r ready-screen 3 on the neo iris instrument.